Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they checked their cgm around 11:30 am and the value was 287 mg/dl. Their next recollection of the event was waking on the floor and receiving emergency medical services (ems) treatment. They were told that they were assisting a customer at the counter when they laid their head down on the counter and stopped talking. The customer called 911 and ems evaluated the patient, started intravenous (IV) therapy and administered dextrose. The patient does not recall what their blood glucose value was at the time of event as they stated they ¿bottomed out¿. Once they became alert, they refused ems transportation to the emergency department (ed) and returned to work. The patient denied taking insulin that morning prior to going to work; however, they had an insulin pump. At the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.